Event description:
It was reported that the customer experienced high blood glucose of 400 mg/dl. His symptoms included low energy and being out of breath. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing during manual prime and no leaks or air bubbles were found. Customer declined further troubleshooting. His blood glucose at the time of reporting the issue was 225 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.